Event description:
It was reported that when using the bd pyxis¿ es server, the patient was not crossing over to station and user was unable to pull the patient data. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the patient was not crossing over to station. A technical support specialist dialed in to the server ran the server downtime query verified that the messages were crossing over and verified that the station was communicating as the last upload had updated with the current time and confirmed that there were no critical notices were showing on health sight viewer. The system functioned as intended after the technical support specialist investigated the device.